Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to available information in medwatch mw5181574: it was reported that the patient underwent a surgery to explant a coloplast device and implant an inflatable penile prosthesis (ipp) due to unspecified reasons. No patient complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).